Event description:
It was reported that an eri message began after the patient received a replacement patient programmer two weeks ago. A longevity calculation was performed to estimate the implantable neurostimulator (ins) battery life. The patient used group a when they had pain. Group a was at the following settings with no cycling: prog 1: 1.9v, pw of 390, 80hz, 3+, 5+, 1- prog 2: 2.6v, pw of 300, 80hz, 0+, 1-, 2+ prog 3: 2.2v, pw of 300, 80hz, 0+, 1+, 1- given these settings the time to eri was 15.32 months and time to eos 18.32 months for group a. It was noted that the device had lasted longer than the estimate. The patient used the device 24 hours a day but also used group b at sub-threshold settings when they did not have pain. Additionally, readings of >3600 ohms were reported. All combinations with electrode 1 and electrode 7 were >3600 ohms. Impedances were measured with reference to 0: 0- 1=>3600, 0-2=699, 0-3=675, 0-4=652, 0-5=695, 0-6=761, 0-7=>3600. Also reported was a shocking or jolting sensation across the buttocks and down into the back of the legs. The patient was active but had not had any falls or trauma. The shocking or jolting started about 2 weeks ago when they started using group a. The shocking occurred when the patient arched his back or tried to stand straight up. It was suggested to remove combination 0 and 1 in programming. A surgical intervention was possible. An x-ray of the implantable neurostimulator (ins) and extension area was suggested. The patient's next appointment with their healthcare provider (hcp) was (B)(6) 2012 where a discussion about an ins replacement and possible revision would be discussed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 37742, serial # (B)(4), implanted: na, explanted: na; accessory boot plug model 3550-29, lot # n081552, implanted: (B)(6) 2006, explanted: unk; lead model 3777, lot # v011054, implanted: (B)(6) 2006, explanted: unk; patient programmer model 37742, serial # (B)(4), implanted: na, explanted: na; extension model 37081, serial # (B)(4), implanted: (B)(6) 2006, explanted: unk.